Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch down and up cable broken at the distal clevis hub. The broken cable segment that contain the crimps were still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cables could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, the tips of the pk dissecting forceps instrument did not open or close. The instrument was not used on the patient after the reported issue was identified during set up. Nothing reportedly fell into a patient and no patient harm, adverse outcome or injury was reported.